Event description:
This case was cross reference with case ID: (B)(6) (cluster) this spontaneous case from united states was received on 28-nov-2017 from other non-healthcare professional this case concerns (B)(6) year old female patient who initiated treatment with synvisc one and after an unknown latency experienced difficulty walking, symptoms of pain and symptoms of swelling no medical history and concomitant medications and concurrent conditions were reported. Patient had received four synvisc one injections in the past. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection once (dose, indication, batch/ lot number and expiry date: not provided) bilateral in both knees.it was said the symptoms affected both knees. On an unknown date in (B)(6) 2017, after an unknown latency, patient experienced symptoms of pain, swelling, and difficulty walking. Patient was given a triamcinolone acetonide (kenalog) injection and hydrocodone bitartrate/paracetamol (norco). Corrective treatment: triamcinolone acetonide (kenalog) injection, hydrocodone bitartrate/paracetamol (norco) for all events outcome: unknown for all events a global pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention for all events additional information was received on 07-dec-2017. The global ptc number with ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 07-dec-2017: the new follow up information received does not change previous case assessment. This case concerns a female patient who presented difficulty walking after receiving treatment with synvisc one. Based upon the information, the causal role of the product cannot be denied with the occurrence of event. However, further detailed information regarding detailed medical history, lab data, concurrent conditions, concomitant medications and other risk factors would aid in the better assessment of the case.

Event description:
This case was cross reference with case ID: (B)(4) (cluster). This spontaneous case from united states was received on 28-nov-2017 from other non-healthcare professional this case concerns (B)(6) year old female patient who initiated treatment with synvisc one and after an unknown latency experienced difficulty walking, symptoms of pain and symptoms of swelling no medical history and concomitant medications and concurrent conditions were reported. Patient had received four synvisc one injections in the past. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection once (dose, indication, batch/ lot number and expiry date: not provided) bilateral in both knees. It was said the symptoms affected both knees. On an unknown date in (B)(6) 2017, after an unknown latency, patient experienced symptoms of pain, swelling, and difficulty walking. Patient was given a triamcinolone acetonide (kenalog) injection and hydrocodone bitartrate/paracetamol (norco). Corrective treatment: triamcinolone acetonide. (Kenalog) injection, hydrocodone bitartrate/paracetamol (norco) for all events outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated and the result of the same was pending. Seriousness criterion: required intervention for all events. Pharmacovigilance comment: sanofi company comment dated 01-dec-2017. This case concerns a female patient who presented difficulty walking after receiving treatment with synvisc one. Based upon the information, the causal role of the product cannot be denied with the occurrence of event. However, further detailed information regarding detailed medical history, lab data, concurrent conditions, concomitant medications and other risk factors would aid in the better assessment of the case.